Manufacturer narrative:
Customer name-(B)(6). Customer address-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported rust at the biopsy port position during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.